Event description:
Was asleep and had another dexcom g7 premature failure after roughly two days of usage. Sensor was inserted in back of arm per instructions. Blood sugar was extremely low. Have had multiple failures and have reached out to dexcom after each failure.